Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that sleep mode activity turned off without user interaction; however, upon review of pump data, tandem technical support found that customer had manually disabled sleep mode. Customer's blood glucose (bg) level was 40 mg/dl as a result of sleep mode being turned off. Low bg was addressed by consuming glucose tablets. Customer acknowledged and understood.